Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during a bolus attempt. Customer treated with an injection. The customer's blood glucose reading was 485 mg/dl at the time of incident. The customer indicated that this event happened in the past and changing the reservoir and entire set resolved the issue. Troubleshooting advised customer to monitor the pump and his blood glucose. The customer was advised that the reservoirs would be replaced and agreed to return the product for analysis.